Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for an e-5 error code after blood is applied into the strip. Daughter is calling on behalf of the customer. The customer stated that he felt symptoms of excessive thirst, blurry vision, needs to urinate often, weak and tried, very hungry, and threw up. They have medical attention before and state that the doctor is aware and told the customer the medications takes several days to take effect before he starts to feel better. Customer states he has been symptomatic for 21 days and his doctor has been aware. Customer states that he does not know what his expected values are and that he has never tested with a meter. Customer denies need for medical attention at the time of call. During the call the customer tried to perform a glucose blood test and result in an e-5 error code. Customer states he will go to his local pharmacy to seek a replacement.